Event description:
It was reported that a female patient who had mentor smooth round moderate profile 350cc saline prostheses placed experienced several unexplained systemic symptoms post procedure. It was stated that the patient had some of the worst health years of their life, however, the exact nature of the symptoms was not specified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This information came from a social media post. See 1645337-2021-12357 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).